Event description:
Reporter called on behalf of the patient alleging low readings on the lifescan meter. Approximately two months ago, the patient obtained a low reading of 70 mg/dl (not considered a serious injury). Patient exercised and went to the hospital the following day and the reading on the hospital device was 140 mg/dl and the patient was treated with glucose. The patient compared the reading of 70 mg/dl on the lifescan meter to a reading on the hospital the following day of 140 mg/dl (invalid comparison). The technique of applying blood on the test strip was correct. The meter had been cleaned properly; however, the meter fell out range with the check strip twice. This case is being reported as a malfunction, since the meter fell out of calibration with the check strip 77(79-105). Customer service sent the patient a replacement meter.